Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvi ablation procedure with a qdot micro catheter. Excessive char which caused a potential risk to this patient issue occurred. Charring occurred around the proximal tip of the qdot micro catheter during the procedure with qm+. The catheter was exchanged after charring was noticed. No patient consequences. Additional information was received on 27-feb-2024. The system did not present any error messages nor did the physician/user see any product problem. No temperature or flow issues on the catheter. The correct catheter settings were selected on the generator. The duration of ablation used was not greater than 60 seconds. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The irrigation rate was not used outside of those prescribed. The patient was anticoagulated. Maintained > 300 throughout the case. The physician considers that the char was excessive (based on their clinical experience) on the proximal end of the catheter. The physician considers the amount of char observed caused a potential risk to this patient. The generator parameters were set to the following: qmode: temp. Target: 47°c. Temp. Cut off: 55°c. Power: 38w. Qmode+: temp. Target: 55°c. Temp. Cut off: 65°c. Power: 90w. Number of ablations where force reached > 40 grams: qm+: 8. Qm: 4. The char issue was originally considered non-reportable, however, bwi became aware that the physician considered that the char was excessive and the amount of char observed caused a potential risk to this patient on 27-feb-2024 and have reassessed the event as reportable. The awareness date for this reportable issue is 27-feb-2024.

Manufacturer narrative:
It was reported that a patient underwent a pvi ablation procedure with a qdot micro catheter. Charring occurred around the proximal tip of the qdot micro catheter during the procedure with qm+. The catheter was exchanged after charring was noticed. No patient consequences. Additional information was received. The system did not present any error messages nor did the physician/user see any product problem. No temperature or flow issues on the catheter. The correct catheter settings were selected on the generator. The duration of ablation used was not greater than 60 seconds. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The irrigation rate was not used outside of those prescribed. The patient was anticoagulated. Maintained > 300 throughout the case. The physician considers that the char was excessive (based on their clinical experience) on the proximal end of the catheter. The physician considers the amount of char observed caused a potential risk to this patient. The investigation was completed on 13-apr-2024. A picture was received for evaluation following biosense webster's procedures. According to the pictures provided by the customer, a clot was observed on the electrode. Char is a physical phenomenon of radiofrequency (rf). It can be the usual result of the ablation process; however, the instructions for use contain the following instruction: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. The customer complaint was confirmed based on the picture received. Refer to the analysis of the physical device for further investigation. The device was returned to biosense webster for evaluation. A visual inspection, temperature, impedance and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char/thrombus/clot attached on the electrode of the device's tip was observed. The temperature and impedance test was performed, and no issues were observed. A patency test was performed, and the device was flushing correctly. No issues were observed during the product investigation. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. The instruction for use (IFU) contain the following warning and precautions: before initiating the application of radio frequency (rf) energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting rf application. Char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, temperature does not rise, discontinue delivery of energy and check setup. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: appropriate term/code not available (c22) )/ investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the customer¿s picture provided. Investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿char¿. Investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿physician considers that the char was excessive¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 01-apr-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).